Event description:
It was reported that a spectrum pump had no sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a pump having issues with sound/no sound was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The rear case requires replacement as a preventative measure. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.